Event description:
Plaintiff alleges development of latex hypersensitivity from her exposure to latex exam gloves. Pt alleges experiencing severe and permanent bodily injuries, including, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort. Depression and emotional distress. Plaintiff's husband, alleges loss of consortium of his wife.